Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18279809 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was found fully inside the shaft. Hemostasis was achieved by manual compression after removing the device. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 7f vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug could not be deployed. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, was not found partially deployed or partially out of the shaft, but was found fully inside the shaft. The indicator wire was not visible when the device was removed. A 7f cordis avanti+ sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was found fully inside the shaft. Hemostasis was achieved by manual compression after removing the device. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and 7f vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, the plug could not be deployed. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, was not found partially deployed or partially out of the shaft, but was found fully inside the shaft. The indicator wire was not visible when the device was removed. A 7f cordis avanti+ sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification (passed) for the distal tip inner diameter (ID) specification. The functional test could not be performed successfully since the device was clogged with blood residues. Attempts to clean the device with hydrogen peroxide in ultrasonic bath were made, however unsuccessfully. The internal mechanism was inspected, and no anomalies were found. A review of the manufacturing documentation associated with lot 18279809 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as "vascular closure device (vcd) ¿ deployment difficulty - unable" was not confirmed, as the functional test could not be performed due to the clogged device. Dimensional analysis of the inner diameter at the delivery shaft distal tip was within specification. The internal mechanism of the unit was inspected, and no anomalies were found that could contribute with the deployment issue reported. The cause of the reported event could not be conclusively determined during analysis. Procedural and/or handling factors might have contributed to the condition reported, as the device did not present any obvious indication of a manufacturing defect or anomaly. The device was received with the deployment lever undepressed. The condition of the returned device does not match the reported event. If the deployment level was not pressed, then this may have contributed to the event reported, since lever depression is required to deploy the plug. In addition, vessel characteristics may also have led to the device not functioning as intended. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis and device history review does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.